Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The implant shows minimal signs of wear about the threads, collar, and internal drive feature. The internal drive feature contains a large amount of debris. The reported debris on the threads could not be determined and there were no signs of burrs or physical anomaly in the implant structure. The complaint remains unconfirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16 information identified: osteotomy perform all bone cutting procedures with a low speed (600-850 rpm), high-torque handpiece. The single use drill can accommodate internal irrigation to reduce heat generation when drilling the osteotomy. Alternatively, external irrigation can be performed. Do all drilling with a straight, up-and-down motion in order to avoid creation of an oval-shaped site and additional stresses on the drill that could result in breakage. (Note: round (rosette) bur and thread taps do not accommodate internal irrigation). There are two lengths of drills with the same cutting diameter. The shorter drills (ending in dsn and ds) have two black bands and are used for 8mm and 10mm implants. The longer drills (ending in d and dn) have five black bands and are used for the longer implants. Note: all drills (with the exception of the 2.3mmd drill) are approximately 1.25mm longer than the indicated depth to accommodate the drill tip. A root cause for the reported event could not be determined, as no deficiency was detected following inspection. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reports that the implant was contaminated, had "growth" about 1/3 way down the implant. It appeared to be some type of piece kind of stuck on the side that the dentist was able to remove it with some cotton pliers. It was discovered when the implant side was prepared and the implant was about half way through place in the osteotomy. It appeared to be a small bump which is why the dentist said growth. It was not damage in the packaging noticed by the dentist. The implant was removed and curretted the area and place a new graft to let it heal. There has been no issues in the patient as of yet and the graft appears to be healing well.